Event description:
It was reported that the user, who had been disconnected from the ilet for an extended period while trialing a different therapy, contacted support to perform a factory reset and reconnect the ilet; the agent guided a factory reset and supply change, reviewed meal announcement best practices, and scheduled additional training, with clinical support to provide a meal announcement guide. Symptoms included hyperglycemia with a reported blood glucose of 400 while not connected to the ilet. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user and clinical support. Investigation of this case revealed that no specific device findings were available and that the medical device problem and device component involvement could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.